Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, infection and difficulty ambulating. Update (B)(4) 2013- pfs and medical records received. Due to litigation alleging infection, all products have been reported. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2140494, 2153536, ay8fw1000, af9c91000, ay8fw1000 and af2fb4000. A search of the complaint database finds additional reported incidents against lot code a1naf1000 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).